Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 19555408/20012271. Product family: scs-lead fixation-MRI. Upn: m365sc43190. Model: sc-4319. Batch: 19936282.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. The explanted device components were not returned. No further information could be obtained despite good faith efforts.